Manufacturer narrative:
Additional information: the device was manufactured from 5/22/19-5/31/19. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
These events occurred on unspecified dates in 2020 reported as ¿occurring for at least a month¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps "had clear fluid inside the wrapping" (package); further described as ¿sometimes when they open the devices, there is clear fluid inside¿. This was observed before use for peritoneal dialysis (pd) therapy. The customer stated they would throw the minicap away whenever they observed the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.